Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported receiving an ¿unable to proceed¿ alert during an infusion set change. The agent confirmed the alert persisted after a firmware update and multiple restart attempts, preventing a full rewind. The ilet pump was rendered nonfunctional, and the patient was advised to switch to backup therapy with multiple daily injections (mdi). The user¿s blood glucose (bg) reached 400 mg/dl for less than 30 minutes and then stabilized with backup therapy. No symptoms, medical intervention, or hospitalization were reported. A replacement device was arranged for overnight delivery.